Event description:
It was reported the camera head displays a blurry and dark image. The issue was found during a central venous line (cvl) procedure. The procedure was performed as planned although there was a delay of ten to fifteen minutes with the patient under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displays a blurry and dark image. The issue was found during a central venous line (cvl) procedure. The procedure was performed as planned although there was a delay of ten to fifteen minutes with the patient under anesthesia. There were no reports of patient harm.